Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue was confirmed. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal to mid left circumflex artery. The 3.5 x 18 mm implant was placed, but could not be deployed. Reportedly, the device was pressurized to nominal and gradually the pressure was increased, but the balloon did not inflate at all. There was no suspected balloon rupture, rather the failure to deploy was thought to be due to the heavy calcification. It is unknown if the stenosis was reduced to less than 40% after pre-dilatation. A 3.5 x 18 mm xience xpedition stent was deployed to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided